Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention and returned products for the reported lot number. Retention and return products were tested with clinical negative hcg urine and results were read at 3-4 minutes. All tests showed clear backgrounds with procedural control lines and no test lines at read time, indicating the expected negative results. No faint test lines or false positive results were obtained. The reported complaint was not replicated during in-house testing. Manufacturing batch record review did not uncover any abnormalities and all quality control specifications were met. A root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2018, a (B)(6) year old female arrived at the center to receive a second depo shot. The technician could not find documentation about the first depo shot therefore an hcg combo test was administered twice with results of faint lines presumed negative. Third time on a different lot was negative and the depo shot was then administered. The patient was determined to be not pregnant, will continue to have depo shots administered as scheduled.